Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this implantable cardioverter defibrillator (ICD), shock impedance measurements were varying from 20 ohms to 125 ohms. The shocking configuration was confirmed to be correct for a single coil defibrillation lead. Lead connections were re-checked with no issues observed. Saline was added to the pocket and this seemed to help. Boston scientific technical services (ts) discussed that the new devices were more sensitive to how the device is making contact with the tissue in the pocket. The ts consultant followed up with the field representative to discuss that electrocautery, even if it is not being used, can affect the shock impedance. The field representative turned off the cautery unit and no variation in the shock impedance measurements was observed. When the field representative turned it back on, the inconsistent values were again obtained. The unit was turned off and normal measurements were observed. The device remains implanted with no further issues. No adverse patient effects were reported.